Manufacturer narrative:
It was reported by the hospital contact that the complaint presidio (pc4180933-30/c24386) was the 1st coil to be inserted. However, the green system light did not illuminate when the coil was connected to the complaint cable (pc4180933-30/c24386). The cable was replaced with a new one (details unknown), but the light still did not illuminate despite re-connecting them several times. Eventually the presidio was replaced with a new one (details unknown), and the electrical check was successful. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complained devices will be returned for analysis. No further information is available. The procedure was the coil embolization of the both superior and inferior gluteal arteries prior to the evar. The patient was a (B)(6) female, whose vessels were heavily torturous but not calcified. A meister (asahi intecc), a ninja (cordis), an okay (goodman, type unknown), and and enpower dcb (lot unknown) were used for this procedure. There were no damages noted on the coil or cable after use. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. All connections appeared to fit properly without application of excessive force. Limited information was received. The unspecified enpower detachment control box (dcb) was not returned. The unspecified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was returned undamaged. The detachment fiber is intact and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 53.9 ohms (range 48.5/56.0) and using the same enpower control cable, the dpu also passed the enpower systems ready green light which illuminated. Using both the returned dpu and enpower remote control cable, the coil detached on the first detachment attempt. Post-detachment inspection found that the enpower systems ready light remained illuminated and the dpu passed resistance at 54.1 ohms (range 48.5/56.0). Post-detachment inspection found that the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. No manufacturing defects were found. The complaint of the enpower systems ready green light not illuminating when the dpu was connected for coil detachment is not confirmed. The enpower systems ready green light illuminated when the complaint microcoil system was connected and the coil was detached on the first detachment cycle. In addition, without the return of the complete detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: meister (asahi intecc), a ninja (cordis), an okay (goodman, type unknown), and and enpower dcb (lot unknown), cable (ecb00018200/c23052), new cable (details unknown), new coil (details unknown).

Event description:
It was reported by the hospital contact that the complaint presidio (pc4180933-30/c24386) was the 1st coil to be inserted. However, the green system light did not illuminate when the coil was connected to the complaint cable (pc4180933-30/c24386). The cable was replaced with a new one (details unknown), but the light still did not illuminate despite re-connecting them several times. Eventually the presidio was replaced with a new one (details unknown), and the electrical check was successful. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complained devices will be returned for analysis. No further information is available. The procedure was the coil embolization of the both superior and inferior gluteal arteries prior to the evar. The patient was a (B)(6) female, whose vessels were heavily torturous but not calcified. A meister (asahi intecc), a ninja (cordis), an okay (goodman, type unknown), and enpower dcb (lot unknown) were used for this procedure. There were no damages noted on the coil or cable after use. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. All connections appeared to fit properly without application of excessive force.